Event description:
It was reported that pump displayed cartridge alarm during use. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed alarm type, instructed caller to remove cartridge and deliver 9-unit bolus, and caller successfully completed bolus, reloaded original cartridge, and resumed insulin therapy, so issue was resolved and no further action was reported.